Event description:
It was reported that the user experienced insulin leakage from the ilet cartridge component during the two most recent supply changes, with the most recent event resulting in complete insulin loss overnight and the user planning a full supply change using a new lot. Symptoms included no reported clinical effects and no reported glycemic events. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation of this case revealed a suspected leak at the cartridge level without associated device alarms. It was concluded that the event involved a device component malfunction consistent with cartridge leakage, while the user proceeded with a new lot to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.